Event description:
Sorin group (B)(4) received a report that the s5 roller pump which was being used a sucker pump displayed an error message during the procedure. The clinician moved the sucker tubing to another pump and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field rep was dispatched to investigate. While at the facility, the field service rep was able to reproduce the error so the motor control board was replaced and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.